Event description:
It was reported that the collimators were not functioning correctly forcing the customer to reboot the system in order to proceed with the operation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was replaced during the service call. . The system was tested and found to be working as intended and put back into service.